Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with "100-150" units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer reloaded same cartridge without resolving issue, and planned to start new cartridge the following day while using multiple daily injections in the meantime.